Event description:
A customer reported that dull blades have been experienced during surgery. A replacement knife was used to complete each case. There were no pt injuries. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).